Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10 the certas valve was not returned for evaluation as the product was implanted and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "a certas plus seems to be affected by magnetic resonance imaging (MRI). There were few cases in the first iteration of the valve, but they are not aware of any with the new certas valve. Certas plus was initially implanted at setting of 7, turned down to 5, then to 3 and patient was discharged from the hospital on (B)(6), 2021 at a setting of 3. According to patient's valve setting history: emergency room (ER) visit in (B)(6) 2021 with skull film shows a setting 2. ER visit on (B)(6) 2022 with shunt series shows setting of 2. ER visit in (B)(6) 2022 with shunt series was suboptimal for reading shunt setting but the valve looked to be at a setting of about 4 or 8 (definitely not 5). Clinic visit on (B)(6), 2023 with shunt series shows a setting of 6. Checked after MRI on (B)(6), 2023, x-ray shows setting of 8, reprogrammed to 6 and confirmed at 6 on x-ray. He did not undergo any shunt adjustment in the intervening time periods between those x-rays that found him to be at different settings. He did get a lot of mris (at least every 3 months), because the patient has a tumor. The physician saw the patient on (B)(6) when his shunt was at setting of 6 and checked shunt after MRI on (B)(6) with both the manual and electronic found it at 8 so they got an x-ray which confirmed the setting of 8. They reprogrammed the patient back to 6 and gave the family routine MRI/magnet precautions. Neurosurgery did not make any clinical adjustments to the shunt setting after discharge on (B)(6), 2021, until (B)(6), 2023 reprograming after MRI. The patient did not experienced any signs and symptoms due to the product problem. The shunt is working so the valve will not be removed. Current status was outpatient and stable. Valve after MRI on (B)(6), 2023 (3t), x-ray shows setting of 8, reprogrammed to 6 and confirmed at 6 on x-ray." The valve remains implanted and there is no plan to explant it as the valve is working. The patient is stable.